Manufacturer narrative:
Brand name: the reported product is an unknown baxter minicap. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was reported as due to the patient opened the minicap while sleeping and subsequently, the minicap disconnected from the transfer set. The transfer set was not changed. On an unknown date, the patient was hospitalized and began treatment with vancomycin injection (1gm) and ceftazidime injection (1gm) for the event. On an unknown date, the patient was discharged from the hospital, antibiotic therapy was discontinued, and the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was retrained on proper aseptic technique and how to use the minicap "as per label". Should additional relevant information become available, a supplemental report will be submitted.